Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The health care professional reported via phone call that customer were hospitalized for diabetic keto acidosis on an unknown date with blood glucose level was unknown. Customer was treated with manual injection. Troubleshooting was performed. The insulin pump will not be returned for analysis.